Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during upon insertion of the guide wire the tip of dilator was deformed and the 0.035inch guidewire could not through. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the sheath was returned with blood on it. The dilator and guide wire were not returned for evaluation. The returned sheath tubing was observed to be slightly bent and frayed near the tip. The condition of the sheath as received indicated damaged tip of the sheath. It is unknown how the sheath tip damage occurred. However we were unable to confirm the reported events due to the dilator and guide wire were not returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during upon insertion of the guide wire the tip of dilator was deformed and the 0.035inch guidewire could not go through. The iab was replaced to continue therapy. No patient injury was reported.